Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a rise in blood glucose (bg) level after the basal feature suspended pump therapy; value was unknown. The customer alleged that the basal feature was not resuming insulin delivery as intended. Review of the pump data logs by tandem technical support verified that the basal feature was functioning as intended. Multiple attempts were made to relay the information to the customer and obtain additional information; however, a response was not received.